Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was above 471 mg/dl at the time of the incident. Customer¿s current blood glucose was 471 mg/dl. Customer treated with manual injections. Customer stated the drive support cap appears normal . Product will not be returned for analysis.